Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that prior to device removal the stent was not fully/entirely released from the device resulting in the stent being inadvertently removed along with the device; however this cannot be confirmed. The investigation determined a conclusive cause for the reported activation failure cannot be determined. The reported difficulties possibly caused/contributed to the reported patient effects; however a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of pseudoaneurysm and pain are listed in the supera peripheral stent systems instructions for use as a potential adverse effect. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) with moderate calcification. A 5x120mm supera stent was deployed at the target lesion without issue. Then, a 5x80mm supera stent was advanced to the target lesion to be overlapped with the initial stent that had been implanted. It was noted that the patient was in pain and moving constantly. The pain was treated with medication and it was thought that the stent was deployed. During removal of the stent system, it was observed that the stent was being removed with the delivery system. At this point fluoroscopy was used to continue the procedure. Extravasation was noted and the procedure was discontinued at the patient's request. The patient was placed in the post operative office based lab (obl) and discharged soon after. A few hours later, the patient was transported by ambulance to the hospital. At the hospital the patient presented with a pseudoaneurysm which was treated with medication. After overnight observation, the patient was discharged and is doing well. No additional information was provided.